Manufacturer narrative:
B3 event date is approximate, month and year are confirmed to be correct. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that they are having discomfort at the implant site and have been experiencing this for about 2 days. Patient stated that they were at their doctor's office this morning and was advise to call the manufacturer. Patient stated that the discomfort is noticeable and they thought it was because they sat wrong or something which has never happened anyway. Patient noted that the stimulation stays on all the time unless they are charging the ins. Patient mentioned that they charged the implanted neurostimulator two days ago and confirm that the discomfort has nothing to do with recharging because they are feeling it during the call. Agent attempted to clarify with the patient if they were feeling the discomfort when the stimulation was turned on and patient stated that they feel the discomfort under the skin where the implant is and the incision. The patient was redirected to their healthcare provider to further address the issue.